Manufacturer narrative:
Corrected information in h.6 investigation conclusions. Additional information added to h.6 type of investigation and investigation findings. The delivery system was not returned for evaluation. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. No imagery was provided. Per the instructions for use instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. As the complaint device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non-conformances were able to be identified. A detailed root cause analysis for similar returned complaints has been summarized in the technical summary. The technical summary provides the details why balloons are subject to increased risk of burst in a calcified annulus. As reported in this complaint, 'it was noted a balloon rupture at end of inflation/deployment'. It was noted that 'calcium leaflet deposit perforation and patient related factors most likely contributed to balloon rupture'. It is possible that calcification present in the landing zone could have weakened the balloon material contributing the burst. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing support that it is unlikely that a defect present in manufacturing contributed to the complaint. It should be noted that these mitigations are still in place. Available information therefore suggests that patient factors (calcification) likely contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards canadian affiliate, the patient underwent implant of a 29mm sapien 3 valve in the aortic position by transfemoral approach. A balloon rupture occurred at the end of inflation/deployment. The balloon was pulled back after valve implant and safely recaptured within the esheath. As per medical opinion, calcium leaflet deposit perforation and patient related factors most likely contributed to balloon rupture.